Manufacturer narrative:
The device is subject to the "aveir" unexpected and inadvertent mode change action issued by abbott on 03 april 2024.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.

Event description:
It was reported that the patient's leadless pacemaker had unexpectedly gone into emergency settings mode. It was noted that the patient was exposed to electromagnetic interference (emi) from a spinal stimulator they currently have implanted. The leadless pacemaker was successfully restored back to nominal settings. There were no patient consequences.

Manufacturer narrative:
The reported event of emergency mode was confirmed. Final analysis found inappropriate mode change as hypothesized to be caused by the lp interpreting emi as a false-positive telemetry command to change mode. No further anomalies were detected.